Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A specific cause for the alarms, and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted controller event log file contained data from 17:35:53 through 18:59:59 on 10feb2025. The file captured the pump operating at a fixed speed of 5300 revolutions per minute (rpm) with a low speed limit of 4900 rpm. Low flow alarms were active for the majority of the data, and the resolution of the alarms was not captured. During the low flow events, flow ranged from 0.4-2.4 liters per minute. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was received at the emergency room (ER) under ongoing cardiac resuscitation. The log file showed multiple low flow alarms, and an external power disconnect. Log files were submitted for review and captured onset low flow alarms as well as momentary low flow estimates when the pulsatility index (pi) was elevated on (B)(6) 2025. The estimated flow was averaging from 0.4 to 2.4 liters per minute (lpm) and the calculated pi was averaging from 2.2 to 12.2 during these events. There did not appear to be any kind of external equipment issues causing these events. The event log also confirmed power cable disconnect/low power hazard/no external power while connected to the mobile power unit (mpu). This was caused by the power to the mpu being interrupted. There was no pump interruption during these events as the system controller's backup battery (ebb) functioned as intended. The alarms resolved once mpu power was restored.